Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2366-70. Serial: (B)(4). Lot: 5142489.

Event description:
It was reported that high impedances were displayed on the patients spinal cord stimulation leads. The patient underwent a lumbosacral lead revision procedure where two leads were replaced. It was noted the leads were again placed subcutaneously for localized nerve stimulation for pain control rather than in the epidural space. The patient was doing well postoperatively. The leads were disposed of by the medical facility.